Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin is inside of the cartridge housing and that the cartridge has somehow leaked inside of the pump. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.